Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone, the sensor broke while the customer was inserting it. Customer's spouse declined troubleshooting and just wanted to document the event and have the sensor replaced. The customer's blood glucose was 182 mg/dl. She agreed to return the sensor for analysis.